Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving an inpact admiral, the balloon was damaged during the first inflation at 8atm. Inflated with a pressure pump with a mixture of contrast medium and saline. When the balloon was dilated for the first time, it was found that it could not be inflated. Later, it was withdrawn from the body and pumped with a pressure pump, only then was it discovered that the balloon was ruptured and leaking water. The balloon burst circumferentially/radially, and water leaked from the damaged area. The balloon did fragment. The procedure was conducted on a 70% stenosis lesion in the mid-section of the right superficial femoral artery, which had a moderate degree of calcification and plaque as the type of target lesion. The artery diameter was 5 millimeters, and the lesion length was 120 millimeters. The procedure was completed by replacing the damaged balloon with a new 5-150 drug-coated balloon. No vessel damage and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product the balloon returned in the post inflated state, the red protective sheath was observed pushed up the catheter of the device, the size indicated on the strain relief there was no damage observed to the tip or the balloon bond, dried biologics were noted in the balloon, on pressurisation of the device, liquid was observed exiting the balloon towards the distal end of the balloon, (p. The balloon failed to maintain pressure. Upon visual inspection of the device, a pinhole was observed on the balloon material. No other damage noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.